Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into patient's right eye, however, was removed during the same procedure as scratch was seen on the lens after insertion. There was a delay of 5 minutes and the patient has fully recovered. Daily activities of the patient were not significantly affected. No further information was provided.

Manufacturer narrative:
Unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 2, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, scratches could be observed on the optic body. No further issues were observed with the lens. Conclusion: the reported complaint issue was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: additional information was received and following fields have been updated in the report: section a5: ethnicity: not hispanic section a5: race: white section b5: additional information received revealed that there was no injury to the patient and the procedure was completed using another lens of different model but of same diopter as of the original lens. Correction: section h6: health effect - impact code is updated to 4631 - more complex surgery in place of 4627- device explantation (submitted in the initial report). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.